Event description:
It was reported that the tip was broken.

Event description:
It was reported that the tip was broken.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the sheath confirmed the presence of a broken tip. The probable root cause for the broken tip is likely due to dropping/banging of the device against a hard surface. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.